Manufacturer narrative:
Clinical review: a possible temporal, causal and/or contributory relationship exists between the alleged patient use of granuflo acid concentrate during hd therapy in 2012, and the adverse event(s) of myocardial infarction symptoms (specifics not provided). However, there is no ability to confirm the events, nor obtain treatment records for the alleged symptoms with granuflo use. Additionally, there is no documentation in the complaint file identifying when and where the alleged events occurred. Based on the limited information available, it cannot be determined if the use of the granuflo acid concentrate caused or contributed to the patient¿s reported myocardial infarction symptoms (specifics not provided). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media post was found which documented a hemodialysis (hd) patient came very close to having heart attack (myocardial infarction) after using granuflo acid concentrate several times. The patient¿s post stated they had experienced symptoms (specifics not provided) for over a year. There was no contact, patient, or product information provided. Additional information is unable to be obtained.

Manufacturer narrative:
Plant investigation: from the information provided in this allegation, the product code and lot of the product was listed as unknown and there is no information provided on the clinic in question, because of this there is not enough information provided to investigate any particular lot. Based on the post, the user indicated that this event happened ¿for over a year¿ therefore a review of the FDA maude database was performed between january 2012 and february 2013, over a year from when the allegation was posted to twitter. This review was performed on (B)(4) 2020 and though the database did contain medical device reports that were filed for granuflo in between january 2012 and february 2013, these reports did not contain any product information and therefore the information gathered from the FDA maude was limited in the contribution to this investigation. In addition, a review of legacy complaints was also performed on (B)(4) 2020 and found investigations that seemed to have been a result of the allegations listed in the FDA maude database in which there was again limited information. Furthermore, a review of nonconformances during the same timeframe was conducted and there were no records found that could have linked granuflo product to this incident. All device history records are reviewed and released. Product is not released if the requirements are not met or if product is considered nonconforming. In summary, concentrate product is manufactured to meet aami requirements using validated processes and release based on a determination that the finished product meets those requirements. However, because of the limited information provided, cause could not be established and is unable to confirm.